Event description:
Customer reported that on (B)(6) 2014, at approximately 9:30pm, she was attempting to remove the cap from her adc lancing device and cut her finger. Customer stated she "put bandages on her finger" and self-presented to a local hospital the next morning. Customer reportedly "received a stitch in her finger", however no additional treatment was reported. There was no report of death or permanent impairment associated with this event. A penetration and protrusion test was conducted in (B)(6) 2014 (report "smd-et-protrusion-report, rev. 0). In this study there were 348 device firings (on 58 easy touch lancing devices) by an experienced operator with no needle protrusion or needle sticks observed. A usability study was performed in (B)(6) 2014 to better understand the customer interface issues with the easy touch lancing device (reference smd-etnser easytouch lancing device needle stick evaluation report). The usability study documented that care in removing the cap from the device after use was required. Improper cap removal could lead to needle sticks.